Manufacturer narrative:
(B)(4). The caravel microcatheter with its separated tip was returned for evaluation. A crack caused by tensile stress was observed at the junction of tip and shaft segments. The distal end of the braid tube was exposed at the torn end of the tip where stretching of tip polymer and inner jacket was also observed. The separated tip was approximately 4mm in length. Multiple circumferential cracks caused by ductile stress were seen on the tip surface. The tip surface was scratched for approximately 1.5mm from the distal end of the separated tip; it inferred that the tip was likely pushed through relatively hard object such as calcium. The above findings suggested that approximately 2mm of the tip was stretched into 4mm and torn at the junction of polymer-only and polymer-and-braid tip segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress had most likely contributed to separation of the tip. The tip was pushed into and trapped by the calcified lesion possibly due to vessel tortuosity and stiffness of the concomitant guide wire. As the tip was pulled during removal, its lumen became smaller in size, deteriorating sliding ability over the guide wire and eventually becoming stuck on the guide wire. Further applied tensile stress caused the tip to be stretched approximately 2mm longer than the original length and torn apart as the tensile stress exceeded the product design limit. It was concluded that this event was not attributed to product quality. Damage observed on the returned tip was too severe to completely rule out potentiality that some fragment(s) might be remaining in the patient. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported the tip of an asahi caravel microcatheter became separated during a pci to treat a 90-99% occlusion in the lad # 6. A guide wire alone was delivered in order to perform dca but failed due to very tortuous vessel. The caravel microcatheter was delivered for support and the guide wire was successfully advanced into the peripheral lad. The microcatheter was then removed from the vessel. When the physician attempted to redeliver the microcatheter over the guide wire, resistance was met at the proximal shaft of the guide wire. At that time, the tip of the catheter located outside the patient was found torn off. A new caravel microcatheter was replaced to resume the pci. Blood flow was successfully reestablished. There were no adverse patient effects associated with separation of the tip.